Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas and dexcom cgm, with glucose dropping to 39 mg/dl after a preceding high of 207 mg/dl and time outside 70¿180 mg/dl for approximately 3 hours; the user was asleep during the event and slept through device and phone alerts but later corrected the low, and no medical intervention, backup therapy, or ketone testing occurred. Symptoms included uncertain effects during sleep. Outcomes included no reported long-term impact and no hospitalization. Investigation included troubleshooting and education with the user, who reported subsequent nights without lows and characterized the event as a one-off. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported or verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.